Manufacturer narrative:
Neither the device or any imaging could be provided for evaluation. The patient bone was sclerotic. This bone quality may have contributed to the needle fracture. However, the exact cause of the reported issue could not be determined.

Event description:
It was reported that the patient experienced and adverse event post-operatively due to the surgeon's retrieval of the broken tip of the bone access needle from sclerotic bone.